Manufacturer narrative:
The patient ID could not be obtained. Therefore the gore case reference number was used. A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Gore has requested to return the explanted device for evaluation. The shipment is pending. Gore has received intra-procedural images of the case. The evaluation is ongoing.

Event description:
The patient underwent an endovascular aortic repair with a gore® excluder® aaa endoprosthesis (rlt281412) because of an abdominal aortic aneurysm. The physicians reported that the main body and ipsilateral leg of the rlt281412 deployed without problems during implantation, but the contralateral leg didn't open properly although deployment was performed according to the instructions for use. The middle part of the contralateral leg remained constrained (completely closed), and cannulation with a guidewire was not possible neither from distal nor from proximal. They also tried to use the reposition feature but that didn¿t help to open the contralateral leg either. Eventually, they converted the case to open surgery to explant the rlt281412 and treated the lesion open-surgically with a bifurcated vascular graft. They stated, that when they opened the aorta, they didn't observe any mechanical barriers that might have prevented the contralateral leg from opening fully. They reported, that after removal of the rlt281412 they put a finger inside the contralateral leg and then it opened fully. Reportedly, the patient is at the intensive care unit and his condition was described as severe but stable.

Manufacturer narrative:
H6-code 3331 and 213: we reviewed the manufacturing records and found that the lot met all pre-release manufacturing specifications. H6-code 4315: based on the event description and the subsequent investigation, for example gore specifically requested additional details related to the patient that may have prevented the proximal portion of the device from fully opening, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. H6-code 22: the instruction for use states adverse events that may occur and / or require intervention include: incomplete component deployment and surgical conversion.

Manufacturer narrative:
Investigation conclusions it was reported to gore that a gore® excluder® aaa endoprosthesis (rlt281412) malfunctioned during use. The physicians reported that the main body and ipsilateral leg of the rlt281412 deployed without problems during implantation, but the contralateral leg didn't open properly. We reviewed the manufacturing records and found that the lot met all pre-release manufacturing specifications. Gore requested radiographic images of the case for evaluation from the physician. The provided images were intra-operative angiogram fluoroscopy clips dated on (B)(6) 2021. The imaging evaluation showed that there appears to be a slight narrowing of the aorta at the l-3 level pre-deployment indicating an anatomical stenosis. The device appears to be not fully expanded at the level of the flow divider and just distal to it, in the projection provided. This area is a consistent location with the slight narrowing in the aorta at the l-3 level pre-device deployment. Gore requested the explanted device for investigation from the physician. The explant evaluation of the returned device showed that the lumina of the device were widely patent. The contralateral gate appeared mildly narrowed along the midline. It remains unknown as to why it was narrowed. The device was examined for material disruptions with the aid of a stereomicroscope. The stent frame was intact, and no graft material disruptions were identified. The luminal graft material, of the contralateral gate, surface was inspected. No abnormalities in material appearance were noted. The nitinol expanded the diameter of the lumen when in a solution heated to >37°c indicating anticipated performance of the stent frame. There were no material findings to explain the difficulty in expansion of the contralateral gate during deployment.

Manufacturer narrative:
H6-code 4112 and 3211: gore requested radiographic images of the case for evaluation from the physician. The provided images were intra-operative angiogram fluoroscopy clips dated (B)(6) 2021. The imaging evaluation showed that there appears to be a slight narrowing of the aorta at the l-3 level pre-deployment indicating an anatomical stenosis. The device appears to be not fully expanded at the level of the flow divider and just distal to it, in the projection provided. This area is a consistent location with the slight narrowing in the aorta at the l-3 level pre-device deployment. H6-code 10 and 213: gore requested the explanted device for investigation from the physician. The explant evaluation of the returned device showed that the lumina of the device were widely patent. The contralateral gate appeared mildly narrowed along the midline. It remains unknown as to why it was narrowed. The device was examined for material disruptions with the aid of a stereomicroscope. The stent frame was intact, and no graft material disruptions were identified. The luminal graft material, of the contralateral gate, surface was inspected. No abnormalities in material appearance were noted. The nitinol expanded the diameter of the lumen when in a solution heated to >37°c indicating anticipated performance of the stent frame. There were no material findings to explain the difficulty in expansion of the contralateral gate during deployment. H6-code 4315: based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
H6-code 4112: gore has received intra-procedural images of the case. H6-code 213: the imaging evaluation summary states the following: ¿ one time-point available for evaluation: intra-operative angiogram fluoroscopy clips dated (B)(6) 2021. ¿ there appears to be a slight narrowing of the aorta at the l-3 level pre-deployment. ¿ the device appears to be not fully expanded at the level of the flow divider and just distal to it, in the projection provided. ¿ this area is a consistent location with the slight narrowing in the aorta at the l-3 level pre-device deployment. Cannot confirm with available imaging if this is the reason for the partial expansion of the device. ¿ the ipsilateral leg appears to be constrained. ¿ the ipsilateral leg component appears to be deployed. ¿ contrast appears to flow in the trunk ipsi and into the ipsilateral leg in the rci. ¿ contrast cannot be visualized in the left iliac arteries. Flow appears to continue distal to the implanted leg in the rci.